Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 53 cm proximal of the tip electrode. The proximal lead fragment, including the is-1 connector pin, as missing for the analysis. The returned fragment was examined visually and electrically. During the analysis, fraying could be seen at the insulation about 8.5 cm proximal of the tip electrode. The observed damage manifestation leads to the assumption of friction at the adjacent partner lead. This damage is with high probability to be regarded as the cause of the clinical complaint. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In the course of further visual inspection, a deformed fixation screw was identified. The analysis showed that the cause was probably the mechanical stress during the explantation. The measurement of the direct-current resistances of the electrical conductors of the provided fragment proved to be inconspicuous. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted approximately 43 months after the implant due to exit block.